Event description:
It was reported that this patient was admitted to the hospital after this subcutaneous implantable cardioverter defibrillator (s-ICD) device did not convert a ventricular fibrillation (vf) episode into sinus rhythm. The patient required an external shock, and the patient was admitted to the hospital. A technical service consultant (ts) consultant reviewed x-ray imaging and advised that the electrode looked to be implanted lower than expected. Ts advised to perform additional x-ray to confirm device/electrode location and to perform an induction test. No adverse patient effects were reported. New information was received indicating that induction testing was completed with a successful 80j sync shock reverting rhythm to sinus rhythm. At this time the physician will continue to monitor the patient closely. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.